Event description:
Patient presented back to the physician with an infection. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with pain at the ipg site. Physician prescribed antibiotics. Patient presented back to the physician with an infection at the chest incision site. Physician brought the patient into the or, opened the chest incision, removed scar tissue, flushed the pocket, and closed. Patient will continue antibiotics.